Manufacturer narrative:
Concomitant products: dtbb1d1 ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular lead would only capture at high outputs. It was found that the lead had dislodged and was coiled in the coronary sinus. The lead was capped and replaced. No patient complications have been reported as a result of this event.